Event description:
Caller indicated the relion confirm is giving high readings. She stated that she shouldn't be over 175 and she is getting readings everywhere from 276-451. At 7:30am she got a reading of 279 and took a 20 unit shot of humulin. At 8:30am recheck she got 390 and took another 20 unit shot of humulin. She rechecked about 3 minutes later and got 426 and that is when she realized the meter was not working because readings should not be going up after taking insulin. She called customer service for help, walked through a test over the phone and got a reading of 451. She stated she feels like she took too much insulin due to the high readings and now she is pouring sweat, shaky, her mouth is dry and feels like she is going to pass out. She thinks she will be ok so she does not want to go to the ER because of the expense. She just wants a meter that will work. Requesting refund.

Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. Actual product was not returned for testing. Retention samples of the same lot of test strips involved in the incident were tested and performed to specification. Customer did not return product.